Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead was oversensing with nine high rate non sustained episodes and over eight hundred sensing integrity counter (sic) counts, dislodged, and provided inappropriate therapy. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.